Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Note: date of birth is unknown. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
The event was reported to the FDA under mw5090598 on (B)(6) 2019. It was reported that a female patient who underwent breast surgery with 450cc unspecified saline breast implants experienced extreme neck pain, back pain, shoulder pain, migraines, vertigo, brown skin spots on inner thigh, fungus, large white spot on stomach, huge ulcer in mouth, skin spots on back, feeling very ill, white tongue, strong metal taste in mouth, thrush in mouth, severe dry mouth, dry red eyes, fatigue, weak, sick feeling, unable to perform adls, joint pain, swelling in right hand, dermatitis on face, burning mouth syndrome, anxiety and blurry vision post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the lefts sided device. See 1645337-2019-25706 for contralateral prosthesis report.